Event description:
It was reported that after implanting the pacemaker system, the lead parameters were abnormal (details not provided). The patient was brought back to the catheter examination laboratory and the lead was found to be damaged. The lead was subsequently replaced and is not expected to be returned for analysis.